Event description:
Device issue: none. Adverse event: thrombosis, death. Time of adverse event: after the procedure. It was reported via a trial that on (B) (6) 2009, the patient underwent stenting in the predilated mid right coronary artery with one xience v stent. According to the (B) (4) angina questionnaire taken on (B) (6) 2009, the patient had no major health problems at the time. On (B) (6) 2009, the patient expired at home and was reported a sudden death. The cause of death was not specified. Abbott vascular medical safety monitors assessed this event as a possible late stent thrombosis. The patient was taking aspirin and clopidogrel at the time of death. There was no additional information provided.

Manufacturer narrative:
(B) (4). Thrombosis and death are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.